Manufacturer narrative:
(B)(4). Batch # n53r8z. The analysis results showed that three gst60t reloads were received sterile and with no apparent damage. One reload was opened and tested with test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the product code of the device that the three gst60t reloads were being used with (ple60a, plee60a, etc.)? Psee60a. How did the reloads misfire? Unknown. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No, not all of them. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown.

Event description:
It was reported that during a vats procedure, according to the customer "three black reloads misfired." Another like device was used to complete the procedure. There were no adverse consequences for the patient.